Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Ti was reported that customer visited emergency room on (B)(6) 2022 due to high blood glucose level. The blood glucose level of customer was 18.5 mmol/l. Customer had symptoms including nausea, vomiting, positive in ketone and thirsty. Customer was using the insulin pump system within 48 hours of reported incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.